Event description:
It was reported that the pump exhibited a system failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked by the handle, the right plunger case was cracked, and missing two rubber feet. A review of the event history log identified base hardware failure in the history. Functional testing was performed and the force sensor test error message was found at power up process and the force calibration verification were out of specifications. The root cause of the problem was that the pump was over 8 years old and has not been adequately maintained by the customer. Performed calibration on the force sensor and all functional tests which passed